Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 flowmeter was replaced to resolve the issue.

Event description:
The hospital reported disconnection of the internal tube that connects between the flowmeter output barb to the auxiliary oxygen port. No patient injury reported.